Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was reviewed and possible ventricular undersensing occurred on stored episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.